Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and found a leak from faulty erythrolyse ii reagent pump pm7; the fse replaced the pm7 e- lyse pump and the instrument was verified without further evidence of a leak. The instrument was verified as meeting published performance specifications without further control recovery issues. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a reagent fluid leak of approximately 1 ml from pump pm7 in a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument and differential voteouts (non-numeric results) were observed at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.